Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially inquired via phone call, she was going to have testing done and wanted to know if it was ok for her to wear the device. Customer then reported she had high blood glucose of 405 mg/dl due to her medication she was taking to prep her for her testing. She declined troubleshooting. The insulin pump is not returning for analysis.